Event description:
It was reported that the ventilator generated technical error codes indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Turbine and evacuation fan has been pointed as defective and replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. O2 evacuation fan force cooling air through the inspiratory section, and if needed, evacuate o2 gas from the inspiratory section, to prevent o2 gas from reaching too high concentrations. The device's logs and claimed parts were not provided for further analysis. The cause of the issue has been determined as related to turbine and evacuation fan.

Event description:
Manufacturer's ref. #: (B)(4).